Event description:
Display shows 'defib charge fail'. No pt involvement.

Manufacturer narrative:
MFR's eval summary: the device is an automatic external defibrillator (AED) and the actual device involved was returned by the user facility. The customer complaint was initially verified, but upon opening of the device, it could no longer be repeated. Visual inspection of the circuit board showed indications of heat damage and a cable that connects to circuit boards together was misrouted in an 's' shape pattern, protruding between the boards. The cause of the failure could not be determined due to being intermittent and having two suspect components. To ensure the failure was resolved, the defib board and associated cable were replaced. The device was fully inspected and passed all performance and release testing.